Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the sensing on the right ventricular (rv) channel had increased. The pacing impedance had also increased on the rv channel. The device was reprogrammed and the patient was stable.